Event description:
The customer reported multiple erroneous troponin I (accutni+3) results generating an ind (indeterminate) flag on their access 2 immunoassay system (serial number: (B)(4)). Ind flags generate a repressed numerical result when the value falls below the lowest calibration value. No results were reported outside of the laboratory and there was no change to patient treatment or associated injury. All ind results were repeated on the laboratory's other access 2 immunoassay system. There were 11 ind results generated on (B)(6) 2014 corresponding to 5 patients which are filed under MDR 2122870-2015-00008. There were two additional ind results generated one on the evening of (B)(6) 2014 (MDR 2122870-2015-00009) and the second on the morning of (B)(6) 2014 (2122870-2015-00010). The customer did not provide patient results, or sample collection information. Level 1 quality control (qc) was erratic starting (B)(6) 2014. System check was passing on (B)(6) 2014. The customer had a passing accutni+3 calibration on (B)(6) 2014. The curve passed with an expected s0 rlu (relative light unit) value of 12,257. Technical assay guide (tag) for accutni+3 notes a typical s0 rlu value of 12,000. The customer had another passing accutni+3 calibration on (B)(6) 2014. The curve passed with an elevated s0 rlu value of 19,874. The customer performed a passing recalibration again on (B)(4) 2014. This curve also passed with an elevated s0 rlu value of 20,407. Patient samples were run following recalibration and a precision pump/valve motion error was generated. A beckman coulter field service engineer was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The customer did not provide patient age, date of birth, gender, or weight. Service went to the customer site on (B)(4) 2014. While on site, the field service engineer (fse): replaced the pipettor transducer. System was verified with: system check, a low level tnia2 qc precision run and qc. All results met published performance specifications. Beckman coulter internal identifier for this report is (B)(6). Associated mdrs: 2122870-2015-00008, 2122870-2015-00009, 2122870-2015-00010.